Event description:
It was reported that quick bolus function was not working. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.